Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported the remote would not work properly and it would not let them increase and decrease levels. Hcp adjusted the remote; cause not determined.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported when they try to turn stimulation on they are not feeling the vibrating. Patient noted last night they felt it for a second and then they felt it turn off. Patient confirmed therapy showed on and group b; patient noted this is the therapy group they normally use. Agent had patient change to group a; patient reported they could feel the stimulation a little bit. Patient then switched back to group b and reported therapy increase not available oor message. Agent had patient change back to group a and patient then reported the same oor message appeared in group a. Patient confirmed they do not have group c programmed in. The issue was not resolved through troubleshooting. Agent reviewed message and redirected to rep and healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.